Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 5. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 3271 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the patient's nurse and notified her of the incident of iipv that was found during the device evaluation.

Manufacturer narrative:
(B)(4). Review of the device logs had revealed a drain volume meeting increased intraperitoneal volume (iipv) criteria. The pal (product analysis laboratory) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. External & internal visual inspections revealed no problems. The device was determined to meet functional specifications relative to the iipv found in the logs. The cause of iipv found in the logs was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.